Event description:
It was reported that after a da vinci-assisted gastric bypass procedure, the patient returned to the hospital almost a month later with a gastrogastric fistula. The customer reported that this is commonly caused by a staple line leak and thinks the sureform 45 stapler instruments used during the procedure may be related. The surgeon does not know which color reload might be related to this event as an endoscopy has not yet been performed on the patient and the exact location of the fistula has not been determined other than it being on the stomach. The surgeon believes they may have received "tissue too thick" messages while firing on the stomach, but there were no bleeding issues. Also, per the surgeon, the stapler "ultimately appeared to fire fine." There were no complications during the initial da vinci procedure. The surgeon stated that they believe there was a da vinci stapler issue that caused staples to close incorrectly. The surgeon continued: "this likely led to a subclinical leak of the gastric pouch which then communicated with the corresponding poorly closed side of the remnant creating a path for the fistula." The surgeon reported the patient has been hospitalized and no intervention has been performed on the patient yet, but that an endoscopic procedure will be performed due to the fistula. The surgeon reported that the secondary procedure to resolve the patient's fistula had not been performed as of post-operative day 56. The or manager reported that the reloads and staplers used during this procedure were discarded and therefore cannot be returned.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The customer reported that they believe a stapler firing issue occurred and contributed to this event. However, the customer said the products were discarded and therefore cannot be returned for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An intuitive surgical, inc. (Isi) failure analysis engineer (fae) reviewed the stapler logs for this event: the logs show sureform 45 stapler instrument (part #480445-04; lot#t11220811-0270) was installed on the system 11 times and fired 11 reloads ( 1 white, 1 green, 1 blue, 2 green, 3 blue, 3 white, in that order) with 1 incomplete fire on the 3rd install. There were 7 incomplete clamp attempts spanning installs 1, 3, 6 and 7, and ranging from 56-78% completion. Following two incomplete clamps on the 3rd install, there was a completed clamp followed by a firing failure with the blue reload. The firing stopped at 52% completion. This was the only firing failure out of 11 firing attempts. Many of the completed clamps had multiple pauses for compression. There were no stapler related errors in the logs. This complaint is being reported due to the following conclusion: after a da vinci-assisted gastric bypass procedure, the patient returned to the hospital almost a month later with a gastrogastric fistula. The surgeon believes a da vinci stapler firing issue occurred, resulting with a possible staple line leak. The surgeon is unknown of which sureform 45 reload color contributed to the post-operative complication. The patient is expected to receive a secondary procedure as a result of the gastrogastric fistula. The cause of the post-operative complication is unknown. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the reported event against a white sureform 45 reload. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the reported event against a green sureform 45 reload.